Event description:
It was reported that during a lobectomy procedure, the device locked out after the first stroke with a blue reload. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 01/13/2009. Information anticipated, but unavailable at this time. Evaluation summary: the device was received for analysis with no visual non-conformances and with two reloads present. The reloads were received partially fired. The firing mechanism was not working properly as the device was returning to the home position after 1 stroke. No functional test could be performed due to the condition of the device. The nozzle of the device was disassembled to verify the condition of the components and the antiback-up spring was missing. This condition would not allow the engagement with the firing rod thereby preventing the plate from holding the rod after the first stroke. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.